Event description:
It was reported that the user experienced persistent hyperglycemia after an infusion set change, with continuous dosing attempts recorded by the ilet pump and concern for poor insulin absorption possibly due to a bent cannula or insertion into scar tissue; the caregiver was advised to replace the infusion site. Symptoms included elevated blood glucose readings, with a highest cgm value of 297 and sustained levels in the low to high 200s. Outcomes included the need for troubleshooting and user education without alerts or alarms. Investigation included review of device data and counseling on infusion set troubleshooting and site replacement. Investigation of this case revealed that the cause of hyperglycemia remained unclear, with suspected infusion set or cannula placement issues not confirmed. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.